Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported, "implanted a central venous catheter with peripheral cannulation on april 2. On may 5, the infusion found that there was fluid under the membrane, and when it was opened, it was found that there was a tear in the tube. Consult a specialist nurse in static therapy to prevent the risk of tube breakage, saying that the tube can only be extubated, it has been safely removed." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a circumferential split was observed between the molded joint and the 0 cm mark in the catheter tubing. The surface of the catheter tubing was discolored and multiple cracks/fractures were observed in the material surrounding the split. No specific evidence was observed during the investigation which supported a specific root cause for this event. The features and location of the split suggested chemical degradation, catheter securement, and/or catheter access/maintenance techniques may have contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "implanted a central venous catheter with peripheral cannulation on april 2. On may 6, the infusion found that there was saline fluid under the membrane, and when it was opened, it was found that there was a tear in the tube. Consult a specialist nurse in static therapy to prevent the risk of tube breakage, saying that the tube can only be extubated, it has been safely removed." No other information was provided.